Event description:
"Three broken cryocyte container from a patient lot of 4 frozen containers. There were no donor/technician issues. There is no sample available for evaluation as it is stored as a backup. Storage of the cryocyte containers is in vapor phase and duration of storage was 1 month. Patient did not receive the product implicated in the incident. Patient did have enough stem cells for engraftment. Patient was remobilized and recollected after high dose chemotherapy. During recollection, a total amount of 3.89 x 10^6 cd34 cells was collected as a stem cell dose for transplantation after second cycle of high dose chemotherapy. On eventdate, one bag containing 3.9 x 10^6 cd34 cells was transplanted, 3 other bags were broken and again stored as a backup. Bags were filled with 99ml product. Cryopreservation and storage was performed in metal cassettes, cryopreservation in controlled rate freezer, storage in vapour phase of liquid nitrogen."